Event description:
An enseal large jaw tissue sealer was opened from sterile packaging and placed on the field and plugged into the harmonic/enseal machine. It started to malfunction and was unusable. A new enseal large jaw tissue sealer had to be opened. FDA safety report ID # (B)(4).